Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Adjustable bridge driver (B)(4) was found to have the distal hex tip broken off. The fracture pattern shows the tip twisted up to a certain point, leaving the rotational striations, then snapped, showing a brittle fracture in the center. It appears likely that a wrench other than the 40 in/lb torque wrench specified in the surgical technique was used during the tightening process. The bridge driver ((B)(4)) is design to be used in conjunction with the 40 in-lbs torque handle which delivers the proper amount of torque to the set screws within the zodiac adjustable bridge. Once 40 in-lbs of torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can delivered. (B)(4); adjustable bridge driver verification testing found that an average of 90 in-lbs of torque was required to reproduce

Event description:
An international customer ((B)(6)) reported that the device broke during the surgical procedure while performing the final tightening of the bridge. The technique was observed and the torque wrench was used during the tightening process. The broken tip was discarded and the surgery went on without any other problem as there was a second driver was available.